Event description:
Caller states the patient tested 2.1 inr on the coaguchek system and 3.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect and replacement was sent.